Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while inserting the spring wire guide (swg) it began to "uncoil" after about 1/3 was inserted into the pt's femoral. As a result, the md removed the swg and used another central venous catheter set to complete the placement of the catheter. Add'l info was received on (B)(6) 2011 by the rn stating the swg did not unravel during insertion. Per the rn the md inserted the catheter via the femoral site and when removing the swg from the catheter, difficulty was met (the md could not remove the swg from the catheter easily). As a result, the catheter and swg were removed as one unit. Another (B)(4) was inserted successfully. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no delay in therapy. The pt outcome is listed as fine.